Event description:
The physician was treating a pt who had a very tight carotid occlusion in the left cervical ica and left m1. The physician had to place a stent in order to get to the intracranial circulation. Even with the stent in place, there was still a lot of narrowing of the carotid. The 8fr bgc was occlusive even without the balloon inflated. Pt had received IV tpa but had not improved with an nihss still in the 20's. On the first pass with the l6, clot was retrieved. No further clot was retrieved, but after every pass angiographic improvement was noted. On the fifth pass, there was a lot of traction on the device. The physician suspects that there was a tear at the insertion of the striates that led to a bleed. The pt wasn't bleeding extensively. The physician is uncertain whether the pt died from the stroke or the bleed. The physician felt that if he hadn't treated the pt, the pt would have died or had a devastating stroke because of the extent of the pt's occlusion and the high nihss. He used an l6 for each pass and the device was straightening at the mca/ica junction. He was pulling very slowly and one by one the loops were pulling through the clot and snapping back into shape. When the device was in the vessel, it did not seem oversized compared to the vessel. The l6 grabbed the clot very well, he has used the l6 several times and it is now his first line device. Overall, he said it was a difficult case on a very sick pt.

Manufacturer narrative:
The retriever instructions for use discloses potential complications of this nature and includes applicable warnings intended to reduce the risk of vessel damage. Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for retriever l6 devices that were shipped to the site, lot numbers 32289, 32647, and 32861 were retrieved and no anomalies were found that are related to this complaint.